Event description:
During an endoscopy procedure, a small piece of forceps broke off inside the patient's stomach. A second forceps was used to retrieve the small forceps piece. The procedure continued without event. No harm to patient. Manufacturer response (as per reporter) for radical jaw biopsy forceps, radical jaw biopsy forceps.no response yet.